Event description:
It was reported, by the pt, that post a coronary drug eluting stenting treatment procedure, pain, mi and blockage occurred. The physician implanted a taxus express2 drug eluting stent, unknown size, to the right coronary artery (rca). Immediately post stent implantation the pt experienced "stent pain" on a regular basis. Three years and six months post procedure the pt experienced a "massive mi" from the rca being 100% blocked and had three non bsc stents placed. Additional info regarding this event has been requested, but is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. As the batch number is unknown a review of the manufacturing records could not be carried out. The root cause will be documented as anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.